Event description:
It was reported that per the ventricular assist device (vad) coordinator, the patient was transplanted on (B)(6) 2025 as a status 2 for ventricular tachycardia. The patient was in the hospital. The patient felt a heart rate increase periodically. The patient was elevated from status 4 to status 2, which is the second most critical status. The arrhythmia did not result in clinical compromise. The arrhythmia was sustained for periods of time. It was first picked up on their automatic implantable cardioverter-defibrillator (aicd) and was happening frequently. The patient did not have a history of arrhythmia pre-lvad. The arrhythmia in this event was not thought to be device or therapy related. The ICD was implanted prior to vad. It was unsure whether the arrhythmia resolved as the patient was hospitalized at the transplanting center. The device operated as expected, and the device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation following a transplant due to arrhythmia (B)(6) 2025 (B)(6) was returned assembled with the pump cable severed approximately 10¿ from the pump housing. The modular cable and the remainder of the pump cable were not returned. The apical cuff was returned attached to the pump. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The retrieved lvad (left ventricular assist device) log files from the returned device showed the pump operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.